Manufacturer narrative:
Correction: section h6 (health effect - impact code) additional surgery (4625) has been removed. Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The leads were discarded. The cause of the reported infection could not be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ manufacturing records were reviewed. All implanted devices met requirements for release with no anomalies detected. A quantity of two (2) evoke cap12 percutaneous lead kit - 90cm (EU MDR) from the same manufacture lot, 9018404508 were used at the time of the reported infection. Additional devices in use at the time of the event: product description: 55cm lead extension kit. Model #: 104016. Catalog#: 1011. Serial/lot #: (B)(6). Expiration date: 27feb2027. Product description: 55cm lead extension. Kit. Model # :104016. Catalog#: 1011. Serial/lot #: (B)(6). Expiration date: 27feb2027. Product description: active anchor kit. Model # : 104464. Catalog#: 1043. Serial/lot #: (B)(6). Manufacture date: 17jan2025. Expiration date: 17jan2027.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During the trial period of an evoke spinal cord stimulation (scs) system, the patient presented to the emergency department for evaluation of the lead implant site. Infection was confirmed by blood panel testing. The leads were removed. Antibiotics were prescribed to treat the infection.